Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration reading was 152ml, indicating the home patient (hp) drained 152ml more than their programmed fill volume of 500ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv event. According to the nurse the patient has resumed therapy and is doing just fine. There was no patient injury or medical intervention associated with this event.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 5 of 5. The hp stated he disconnected in dwell cycle. The technical service representative (tsr) explained the se 2240 indicates a large amount of air has entered setup and assisted the hp to clear the alarm by cycling power. The hp confirmed to notify his nurse of the incident and would finish therapy with a manual bag. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 5 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).